Manufacturer narrative:
Other text: g3: germany. Investigation including root cause analysis is in progress.d4: lot number: fe1132. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. For all enquires or follow up questions related to the record, do not use (B)(6) located in sections d3 and g2, please direct those to the following: (B)(6).

Event description:
It was reported that the device became hot and melted. The nurse involved reported that the call system did not work properly, the oximeter was not fully charged, and the cable began to smell like plastic. No injury was reported.